Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was initially sent home with the PICC inserted following the procedure that occurred in the picu. When the patient was at home, the patient's mother noticed that there was blood leaking from the catheter insertion site onto the patient's bed. The patient returned to the hospital, the following day. It was reported that a hole was found between the catheter hub and the point of entering the skin, approximately 1-2cm distal to the proximal hub. As a result, the PICC was successfully replaced with a new PICC. There was no reported delay, death, or complication to the patient as a result of this issue or occurrence.